Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On the day of the index, the patient had one resolute onyx stent implanted in the lad and one in the 1st diagonal. It was reported that the patients troponin levels were elevated post procedure. Cec adjudicated mi as a non q wave mi (target vessel) mdt extended hi storical peri-pci.

Manufacturer narrative:
The patient also has a medical of previous mi and cardiac admissions within 30 days prior to index procedure the index procedure was prompted by stable angina. During the index procedure, two resolute onyx stents implanted in the lad and one resolute onyx stent implanted in the 1st diagonal. The mi occurred in the lad and 1st diagonal. If information is provided in the future, a supplemental report will be issued.